Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2010. Towards the end of the procedure, after the ipsilateral leg was placed, the valve developed a leak between the green and grey opaque parts. The doctor hurried to complete the procedure as the patient was losing blood. Approx 400 to 500 mls of blood was lost in total. The procedure was completed successfully. No additional patient information was provided by the reporter.

Manufacturer narrative:
Blood loss, specifically addressed in IFU. Valve leaks, not specifically addressed in IFU. Check-flo discs critical dimension are inspected during incoming quality control. Per quality control specification, inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. Tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. A hole thru all three check-flo discs could be seen when looking through the captor valve. The valve was occluded at both ends and the device leaked at the valve collar and collar control. The sheath was disassembled. The top and middle disc were torn. Each tear was off-center. The last disc was not torn and the hole was centered. There was biological matter present inside the valve control and on the outside of the iris valve. The customer reported that the blood loss was of great nuisance. The damage to the discs most likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.